Event description:
Complaint description: on or about 1/17/01, a medical office rep reported that black lines appeared on a video monitor when a cfq-140l colonoscope was connected to it during a procedure. The procedure was discontinued and the scope was sent to olympus for inspection. No problems were detected during the investigation and the colonscope was returned to the office. On or about 1/29/01, the office rep reported that frozen and lost image was experienced with the same scope during another pt examination. The rep stated that the procedure was completed with a second scope. There were no complications associated with either event.